Event description:
Patient was undergoing a cardiac catheterization procedure. Patient went into ventricular fibrillation. Defibrillation started cardioversion at 200 joules, 360 joules and 360 joules. On third attempt, the oxygen mask on patient ignited. Immediately mask was removed and smothered fire out. Burns on patient were treated with silvadene topical and cath procedure continued. A comprehensive checkout was performed on the unit. No problems detected with the unit. Equipment is working correctly per manufacturer's operating instructions.